Manufacturer narrative:
(B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that after use on a patient, it was observed that the attachment device was not working. During service and evaluation, it was observed that the attachment device nose tube had come apart, the bushing in the mounting basket was loose, the device could not be clamped and mounted, and the sleeve and bearing were damaged. It was also noted that the device failed pre-repair diagnostic tests for thimble lock operation, lock operation, and cutter insertion. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.